Event description:
The patient was revised due to a fractured liner.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Previous investigations for fracture of this product code have not identified device error in manufacture or materials. Although inconclusive without device evaluation, the root cause is likely user technique. The investigation could not verifiy or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.